Event description:
It was reported that the programmer's stylus touch pen would not remain calibrated. It does work initially, following a calibration, but then migrates to being back out of calibration. The pen tip must be pushed to the "south east" in order to get it where it needs to be. The stylus has been replaced but the situation did not resolve. Also, it has been calibrated multiple times. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer's stylus touch pen would not remain calibrated. As a result the overlay/bezel assembly was replaced and the stylus was calibrated. It was also noted that the floppy disk drive would not read disks. (B)(4).